Event description:
It was reported that during an unknown procedure the tweezers presented defect: it did not seal and teflon fell when the doctor removed it from the abdomen during surgery. The clamp was replaced and there was no damage to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/18/2026 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: ¿ is the white tissue pad completely missing from the clamp arm of the device? ¿ did pieces of the tissue pad fall inside the patient? ¿ what efforts were made to locate the pieces of the tissue pad during the procedure? ¿ was this procedure converted to an open procedure? ¿ are there any plans to locate the pieces? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4 batch #: a98h0e. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and the energy system, and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. It is possible that the damaged at the tissue pad could rendered in the reported tissue effect issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98h0e, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: have fragments of the tissue compress fallen into the patient? No. What efforts were made to locate the tissue pad fragments during the procedure? Has this procedure been converted to an open procedure? No. Are there any plans to locate the fragments?